Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in france. The article mentions 85 cases of infection with nontuberculous mycobacteria associated with healthcare and aesthetic procedures. Analysis of the article is ongoing to determine how many patient infections are reported in relation to cardiac surgery procedures and to clarify if these events have already been captured in livanova complaints database. The involvement of the heater cooler 3t was not stated clearly within the article and livanova contacted the author in order to clarify it. No answer has been received yet. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Literature review.

Event description:
Through literature review livanova became aware of an article describing nontuberculous mycobacteria (ntm) infections during 2012¿2020 associated with health care and aesthetic procedures in france. The article mentions 85 cases of infection with nontuberculous mycobacteria associated with healthcare and aesthetic procedures.

Manufacturer narrative:
H10: analysis of the article was completed: there is neither mention of livanova heater cooler 3t brand name nor its involvement in these cases of mycobacterium chimaera infection in the article. Moreover, several attempts to contact the centre, which has carried out microbiological analysis, were done without receiving answer. Based on the above, no evidence of livanova device involved allegation exists.

Event description:
See initial report.